Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when it was in the rewind mode. The customer felt sick because her blood glucose level was high. She took a shot but her blood glucose drop to around 30 mg/dl. The customer kept treating her blood glucose level but it kept saying it was high. The no delivery alarm was resolved with a complete set change. The device was not returned.